Manufacturer narrative:
A complaint history record(chr) review could not be performed as no batch/lot number was made available for this reported event. A device history review was unable to be performed since no lot/batch number was provided. A retain sample analysis review could not be performed as no batch/lot number was made available for this reported event. Based on the limited information received from the customer, following multiple attempts a-eura srd-rm0019 rev 15 could not be reviewed appropriately; based on the customer¿s description with no failure issue identified it is difficult to deduce a defect on which they are reporting and connect it to a failure mode in the risk management documentation. The outcome of harm described of leakage is assessed at multiple points in the rmf. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Event description:
No additional information provided.

Manufacturer narrative:
D.4: medical device expiration date: unknown. H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4: device manufacture date: unknown.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc leaked. The following information was provided by the initial reporter, translated from chinese to english: the indwelling needle was found to be not closing tightly when preparing for an infusion. Leakage.